Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa could not be confirmed via system log review as there were no corresponding errors identified. During testing, the unit displayed error code c-34 at startup, while the generator logs recorded c-00, m-31, and m-36. Visual inspection indicates the unit is in good cosmetic condition. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-31 on the erbe generator when monopolar energy was fired. The customer connected a spare generator to continue the case. The procedure was completed with no reported injury.